Event description:
It was reported that during a da vinci-assisted surgical procedure, half of the tip of a fenestrated bipolar forceps (fbf) instrument broke off, resulting in fragments falling inside the abdominal cavity. The event occurred when the fbf instrument and a monopolar curved scissors instrument collided. The fragments were retrieved during the same procedure. An x-ray was performed. However, the result of the x-ray is unknown. There was a procedure delay of greater than 30 minutes.

Manufacturer narrative:
The fbf instrument was received and failure analysis found the instrument to have a broken molded insulator. Broken pieces, measuring approximately 2.35mm x 2.11mm, 5.98mm x 1.91mm, 7.02mm x 2.46mm, and 1.95mm x 1.00mm in size were returned with the instrument. Due to the broken molded insulator, detached fragments were observed. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 15.11mm x 4.65mm in size, was returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Manufacturer narrative:
Advance failure investigation found the initial failure analysis was confirmed, the instrument exhibits a broken molded insulator. Further investigation of the broken molded insulator failure mode and the grips were disassembled from the instrument for further inspection. Upon disassembly it was found that the grip with the unbroken molded insulator was bent slightly.

Event description:
Refer to h11 for follow-up information.